Event description:
It was reported that a user of the ilet automated insulin delivery system experienced recurrent hypoglycemia that they attributed to excessive insulin delivery and algorithm behavior, with temporary improvement after a device reset and subsequent recurrence without intentional changes in use. Symptoms included low blood glucose episodes requiring carbohydrate treatment, occurring at atypical times and without clear correlation to meals or activity. Outcomes included increased risk during sleep and frequent interventions to treat hypoglycemia, with no permanent injury or hospitalization. Investigation included outreach to obtain additional event details and structured blood glucose information, and a plan to transfer for additional training if needed. Investigation of this case revealed insufficient information to verify a device malfunction or algorithm error, and no alerts or alarms were reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear pending additional information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.